Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (no air/water flow) was confirmed and found to be caused by the clogged air/water channel. In addition, service found the nozzle was missing, there was a leakage due to a pinhole in the connecting tube, the objective lens was scratched, the adhesive on the bending section cover was detached, the connecting tube was wrinkled, the scope connector cover was discolored, the grip was scratched, the right/left knob and up/down knob were dirty, the scope connector cover was scratched, the protector of the universal cord on the control section side was scratched. The universal cord was scratched, discolored, and dented. The scope connector was scratched, the electrical connector was corroded, and there was play in the angulation control knob. Due to the clogged air/water channel, the water removal ability, the water supply volume, and the air supply volume, were out of specification. The plastic distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no air and water flow from the air/water nozzle and the nozzle was worn out. The reported issue occurred while preparing the subject device for use in an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material is not believed to be from the endoscope. It was confirmed that the suggested event recurred at the user facility. Training in reprocessing was recommended and performed accordingly. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before us. IFU (reprocessing manual) states the following: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (no air and water flow from the air/water nozzle and the nozzle was worn out): the intended procedure was a diagnostic endoscopy. The intended procedure was completed using another device without a delay.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.